Event description:
On (B)(6) 2012, the distributor contacted animas and reported that the ok keypad button was unresponsive. The keypad was reportedly torn. There was no additional information available for this complaint. There was reported no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast button was found to be intermittently responding to presses but all other buttons were responding normally; the contrast button has no effect on the pump insulin delivery function. Unrelated to the complaint, the display screen was found to be faded and discolored. The keypad was removed and contamination was observed under all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).